Manufacturer narrative:
Through follow up, it was clarified the power cord was the charred cable that connects to the wall outlet to the console. The wall outlet was tested to meet the electrical standards. As a precaution, the surgery center replaced the wall socket by their electrician maintenance facility. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. Electrical problem was identified as the failure mode. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: at the time of this report, the date of the event is unknown. (B)(6). Spark . Through a follow up with the amo field service specialist, it was learned that there was no visible smoke or fire. However, there was evidence of fire/smoke on the main cable plug. The field service specialist (fss) visited customer site to inspect the unit. Fss inspected the plug and found to have dead short between live, neutral and earth. Fss replaced the cable and system was turned on. Fss performed the field service checklist which the unit passed all functional tests without further issues and it was found working well. The system meets amo (abbott medical optics) specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported that main cable plug sparked at wall end, that it emitted a loud bang noise and power to the room was lost. There was no patient involvement reported and no patient treatments delayed or cancelled.